Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and on 11-jun-2016 cleaned barcode reader and verified proper operation in maintenance software. Enabled option m barcode setting. Replaced column per customer request. Ran 20 samples to verify barcode reader working properly. The most probable cause of the reported event was a dirty barcode reader.

Event description:
On (B)(6) 2016, the customer reported barcode issue with their hlc-723g8 analyzer. Customer reported analyzer won't read any labels. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.